Event description:
It was reported to boston scientific corp that an autotome rx sphincterotome was used during an endoscopic sphincterotome procedure. According to the complainant, during the procedure, when the physician tried to turn on the electricity, the cutting wire distal end was detached from the cannula. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).